Event description:
Pt moved from stretcher to or table. Or table in reverse backed position for surgery to accommodate c-arm. Table broke at the bracket supporting neck and back. Patient assisted back to stretcher. Table can hold 500 pounds in reverse position; pt weighs 318 pounds.